Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the rv lead was observed. The rv lead noise was reproducible. Including for an account with ams entry and several pvs. Programming changes were made. There was no problem with the device. Device and lead will remain implanted. The patient was in good health before, during and after the event.